Manufacturer narrative:
Per the instructions for use, procedural hypotension and cardiogenic shock are known complications associated with standard cardiac catheterization, use of ta sheaths, balloon valvuloplasty (bav), the use of anesthesia, and bioprosthetic heart valves. These patients can be non-operative or high risk; they have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing (rvp), to facilitate accurate valve deployment. Intra-operative hypotension is very common and is treated with standard therapies, including additional vasoactive drugs or electrical conversion. As a result of these factors, cardiogenic shock can occur and will require the initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery. In this case, the cause of the cardiogenic shock as stated by the operators was due to the patient's hemodynamics and small ventricle size. Additionally, procedural factors, including rvp, use of tavr devices, administration of vasoactive drugs, could have caused or contributed to the event. It should be noted that this elderly female has a significant cardiac pathology which included critical aortic stenosis, chronic atrial fibrillation, av node ablation and cad. All of these factors combined may have contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported via the edwards clinical specialist, the patient expired one day after sapien valve implantation procedure. Per the clinical specialist, the patient's pressure did not recover after rapid pacing. The valve was deployed with no pvl or central ai. A decision was made to put her on cardiopulmonary bypass until her pressures recovered. There was no apparent dissection or rupture of the aortic annulus. The patient's pressure eventually stabilized and the operators were able to wean her off bypass. She was transferred to the ICU in a stable but serious condition. The next morning the patient began to have difficulties with her hemodynamics and she expired later that morning. The cause of the procedural hypotension was discussed and per the operators, the challenge seemed to be due to her hemodynamics and small ventricle. According to the medical records, the patient became progressively less hemodynamically stable beginning with the insertion of the transapical delivery sheath into the left ventricle and she was placed on pressor support. The 23mm sapien valve was deployed and tee showed good placement with good leaflet mobility. The patient had another period of hypotension so bypass was established through percutaneous cannulation of the femoral vein and arterial cannulation using the apical sheath to introduce the arterial catheter. A perforation of the left atrial appendage was noted which was repaired with sutures. After a period of cardiopulmonary bypass, the arterial sheath was removed from the apex. Eventually an iabp was used because of her prolonged hypotension. Selective coronary angiography showed coronary spasm. Vasopressors aided in weaning her off bypass but she remained in a state of cardiogenic shock in spite of multiple pressors and iabp support. She had severe lactic acid acidosis, acute respiratory acidosis and remained on the ventilator. She had acute kidney injury and post operative acute blood loss anemia and declined into a state of multi system organ failure.